Event description:
Middle-aged male presented to emergency department with sudden onset of substernal chest pain. Having a diagnostic heart cath and when the catheter package was opened, the catheter had an obvious kink. Catheter not used on the patient.